Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. Found during evaluation at bd service facility: an intermittent ec301 error displaying when the sensor is calibrated. The lollipop is not consistent. It moves on the display and inverts in the center position. On the left and right sides, it does not display and randomly stops in the center. Root cause is due to an internal failure of the magnet tracking board.

Event description:
Found during evaluation at bd service facility: an intermittent ec301 error displaying when the sensor is calibrated. The lollipop is not consistent. It moves on the display and inverts in the center position. On the left and right sides, it does not display and randomly stops in the center.